Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the centrifugal pump squealed. No pt impact. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).